Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device/ migration of essure device"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast mass. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, device dislocation and uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,"), weight increased ("weight gain / loss specify which one: weight gain"), abdominal pain ("left side/abdominal pain"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and cystitis ("infection (bladder/urinary tract/vaginal)"). The patient was treated with ibuprofen, paracetamol (tylenol), muscle relaxants, surgery (laparoscopic hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, uterine haemorrhage, urinary tract infection, dysmenorrhoea, fatigue, weight increased, vaginal infection and cystitis outcome was unknown and the abdominal pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2017, surgical pathology report final pathologic diagnosis included cervix, mild chronic inflammation, negative for dysplasia. Endometrium, benign endometrium, negative for hyperplasia. Myometrium, benign leiomyomata, no malignancy identified. Serosa, no significant histologic abnormalities. Fallopian tubes, with mild mucosal atrophy. No significant inflammatory changes identified. Implant and intrauterine devices grossly identified, see gross description. Gross description: identified in bilateral uterine cornu and extending into the medial aspect of the bilateral fallopian tubes are two expansile metal coils that are grossly consistent with essure implants. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea, abdominal pain, pelvic pain. Uterine hemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Event added per mr: abnormal uterine bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device/ migration of essure device") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,"), weight increased ("weight gain / loss specify which one: weight gain"), abdominal pain ("left side/abdominal pain"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and cystitis ("infection (bladder/urinary tract/vaginal)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, urinary tract infection, dysmenorrhoea, fatigue, weight increased, vaginal infection and cystitis outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: dysmenorrhoea, fatigue, weight increased, urinary tract infection, device dislocation, cystitis, vaginal infection were added. Reporter, patient demographic information, product start date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.